Event description:
Facility clinical engineer reported pt receiving continuous venovenous hemofiltration (cvvh) on the baxter bm25 device. The healthcare professional (hcp) stated there was a visible rupture in a hemofilter with pan 10 membrane resulting in "pink tinged' dialysate fluid, as if there were a blood leak, however, the device did not elicit a blood leak alarm. The hcp changed the hemofilter and continued with the treatment. The hcp tested dialysate fluid with hemastix and it tested positive. No further info was provided by the facility.